Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced pain in her lower abdomen, pelvis, lower back and legs. It was reported that she experienced sui and recurrent urinary infections. It was reported that she underwent a procedure to divide tape in (B)(6) 2017 and also underwent a procedure to remove the mesh in (B)(6) of 2018. No additional information was provided.